Event description:
It was reported that the patient sneezed about 2 weeks prior to the report due to allergies and they were not sure if this caused the feeling of electrical vibes in the stomach and back area. The patient was in pain at the time of the report. Ever since the patient sneezed they had the electrical vibes. The problem had worsened over the couple of weeks prior the report. It was further reported that the patient was no longer using stimulation and they were planning explantation.

Manufacturer narrative:
Product ID 399960, lot# v020191, implanted: 2002 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2002 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2002 (B)(6), explanted: 2008 (B)(6); product type recharger product ID 74002, lot# n223243, implanted: 2002 (B)(6); product type adapter product ID 748951, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 748951, serial# (B)(4), implanted: 2003 (B)(6); product type extension. (B)(4).